Manufacturer narrative:
Evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open wires in the distribution node (dn) to ECG c cable. The blue (+5v) and red (-5v) wires were open. The cause for the open wires was a cut dn to ECG c cable. The root cause for the cut cable was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the cut cable and open wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the fall-off and hi-pot tests. The last patient to use this belt did not report any deficiences.